Manufacturer narrative:
Duragen has not been returned for evaluation. Failure analysis: no failure analysis can be performed at the time of investigation as the product has not yet been returned. However, a picture of the packaging was provided. The picture clearly shows that the package is marked with a label instructing the user to stop and open the foil package outside the sterile field. The label further clarifies that ¿the pouch contains a non-sterile peel package that holds a sterile inner tray with the product¿. Additionally, the instructions for use (IFU) contains detailed instructions on how to open and handle the device, including clear instructions to open the foil pouch outside of the sterile field. In this case, the user did not follow the prescribed instructions and the failure is attributed to mishandling of the product. Root cause: the most probable root cause of this event can be attributed to human error at the user facility.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch report (B)(4). "Duragen secure product was not put on the sterile field correctly. Despite labeling with "stop" language, staff understood that the 2nd interior product was not sterile, but did read the smaller message after the "stop" message. Perhaps the written instructions should more clearly lead to how to properly handle the product." Additional information received: ¿male patient contracted a major infection as a result of product being implanted, and a second surgery was required. Patient has a high grade glioma which does not look good for this patient. ¿